Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a lumbar MRI scan, something happened to the tip of the patients electrode, and the patients tissue was burned. The event occurred over 10 years ago, and no other details were available.

Manufacturer narrative:
(B)(4).